Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10ml of iopadol fluid leaked from the bd intima ii¿ IV catheter prn adapter needle during the CT exam. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021, the patient underwent enhanced CT examination, and iopadol injection was injected intravenously with a closed intravenous indwelling needle. At the end of the examination, it was found that about 10ml of fluid flowed from the closed IV indwelling needle, and a little blood flowed into the closed IV indwelling needle. Examination revealed rupture of the closed venous indwelling needle. Pull out the closed vein indwelling needle immediately. Watch for 30 minutes. The patient had no other discomfort."

Event description:
It was reported that 10ml of iopadol fluid leaked from the bd intima ii¿ IV catheter prn adapter needle during the CT exam. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2021, the patient underwent enhanced CT examination, and iopadol injection was injected intravenously with a closed intravenous indwelling needle. At the end of the examination, it was found that about 10ml of fluid flowed from the closed IV indwelling needle, and a little blood flowed into the closed IV indwelling needle. Examination revealed rupture of the closed venous indwelling needle. Pull out the closed vein indwelling needle immediately. Watch for 30 minutes. The patient had no other discomfort."

Manufacturer narrative:
H6: investigation: a device history review was conducted for lot number 0295635. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.